Event description:
It was reported that the b button on the insulin pump is unresponsive. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit had no button response due to flattened dome switches on express bolus button and esc button. Unit had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.